Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on 12:30am wed (B)(6) 2017 with blood glucose of 479 mg/dl. Patient's current blood glucose 160 mg/dl. Customer was having issues with mio infusion sets, customer had high bg. Customer got no delivery alarm. Customer has done the high pressure test three times with no alarms using a hemostat at the hospital. Customer reports they feel okay to troubleshoot. Customer was in emergency room as a result of high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.